Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #807c66. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 807c66, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dd85, and no non-conformances were identified.

Event description:
It was reported that during a sleeve case, after firing, the stapler was removed from abdomen and it was found that the stapler could not be opened fully when removing the reload. While attempting to reinsert a new reload, the stapler jaws to sprung open and a new reload was inserted. The stapler, with the new reload inserted, could not be fired. Another stapler was opened and with the same reload, firing proceeded as normal. There were no patient consequences.